Event description:
No additional information was provided. Material#: unknown. Batch#: unknown. It was reported by the customer that rn responded to IV pump alarming air in line in morning. Rn noted at this time that bottle empty and clear liquid puddle on floor. Rn opened door to channel. Inside of door very saturated with clear fluid. Appears that leak/break in line occurred inside of channel door. Verbatim: rn responded to IV pump alarming air in line in morning. Rn noted at this time that bottle empty and clear liquid puddle on floor. Rn opened door to channel. Inside of door very saturated with clear fluid. Appears that leak/break in line occurred inside of channel door. Yes, please create a disposable pr for leak, not air in line (which is the result).

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leaking from tubing inside the pump could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. The customer should be notified that sometimes this type of a failure can be associated with user error. The pumping segment should be loaded carefully and correctly (top first).

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E4. The initial reporter also notified the FDA on aug, 2023. Medwatch report # (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the verbatim: rn responded to IV pump alarming air in line in morning. Rn noted at this time that bottle empty and clear liquid puddle on floor. Rn opened door to channel. Inside of door very saturated with clear fluid. Appears that leak/break in line occurred inside of channel door. Yes, please create a disposable pr for leak, not air in line (which is the result).